Manufacturer narrative:
(B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced difficulty communicating with the ipg due to the location of the ipg. Patient underwent surgery on (B)(6) 2016 to move the ipg to a more superficial location. Issue has been resolved.